Event description:
It was reported to philips that the geometry module of the allura device was not functioning. The device was inside clinical use at the time of the event. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the geometry module was not functioning. Upon inspection fse found the issue with geometry module. Fse replaced the geometry module. After which, the system was returned to use in good working order.